Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in an open low rectum anastomosis procedure, the anvil could not be attached to the instrument. New device was used to complete the case. There was no patient injury.